Event description:
Complaint received from attorney. Patient claims to suffer from serious bodily injuries, including extreme pain, erosion of her internal bodily tissue, dyspareunia, fistula, and other injuries similar to the ones described in the FDA's public health advisory of (B)(6) 2008.